Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The patient had a medical history of peritoneal adhesions and penicillin allergy. As concurrent condition the report mentioned nickel allergy. Concomitant products included flagyl (metronidazole) and levaquin (levofloxacin). On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy, and lysis of omental adhesions). The reporter considered pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterectomy] (date unknown): uterus sounded to 9 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.